Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-implant with low r-wave sensing, possibly due to dislodgement. During the reposition it took many turns to retract the screw. The screw would not extend. No visible tissue ingrowth was seen. The lead was explanted and replaced. The patient was stable.